Event description:
It was reported the customer had a keypad anomaly. The customer stated their up button was not responding. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump has scratched lcd window, cracked case near lcd window corner, scratched reservoir tube window, broken reservoir tube lip, broken belt clip slot and cracked battery tube threads.